Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented in hospital after receiving inappropriate high voltage therapy. After review of electrocardiograms physician concluded atrial fibrillation with rapid ventricular rate was initially diagnosed supraventricular tachycardia but stopped as the discriminators changed in morphology. Reprogramming changes were recommended.